Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to jammed motor gearbox. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 23 alarm or unexpected battery power loss due to pump error 38 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was performed however the insulin pump error could not be cleared and kept reoccurring. The insulin pump is returning for analysis.